Event description:
Pt had concerns with breathing on the night of event date, and they woke up vomiting the next morning. Pt went to the ER and was admitted to the ICU the following day with a diagnosis of diabetic ketoacidosis. Pt's blood glucose was in the 800's (mg/dl). Pt was treated with IV insulin.